Event description:
It was reported that as they attempted to take a sample using the holster, they received an error code and noticed a burning smell coming from the unit. They shut the unit down and aborted the case. The pt was taken to the or for an excisional biopsy. No samples were taken.

Manufacturer narrative:
Info anticipated, but unavailable at this time.